Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On an unreported date, the patient had treatment with vancotroy injection 2 grams stat intraperitoneally and on the same day, began treatment with gentamicin 20 milligrams once daily intraperitoneally for fourteen days for the peritonitis event. It was not reported if dianeal therapy was ongoing. The patient was recovered from the peritonitis event. No additional information is available.